Event description:
It was reported that during post implant testing of this subcutaneous implantable cardioverter defibrillator (s-ICD) the system impedance measurements were noted to be high, however remains within normal limits. These high measurements were due to calcification build up in the device pocket. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Rhythmcare provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.